Event description:
On (B)(6) 2021, the patient experienced right heart failure and was on milrinone from (B)(6) 2021 to (B)(6) 2021. The patient was also given nitric oxide for treatment.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system, serial number (B)(6), and the reported events (bleeding, respiratory failure, right heart failure, renal dysfunction, cardiac arrhythmia, and patient condition) cannot be conclusively determined through this investigation. On (B)(6) 2021 the patient experienced a streptococcus infection, which required antibiotics (vancomycin and zosyn) and changes to their medications. On (B)(6) 2021 the patient was implanted with heartmate 3 left ventricular assist system, serial number (B)(6). Between (B)(6) 2021 and (B)(6) 2021 the patient experienced the onset of numerous ailments (see attached), which included: atrial fibrillation, respiratory failure, epistaxis, thrombocytopenia, unspecified bleeding, pleural effusions, and other right heart failure. The patient was treated with: lidocaine, automatic implantable cardioverter defibrillator shocks, changes to the pump parameters, intubation, placement of an absorbable surgicel, free water boluses, milrinone, and inhaled nitric oxide. The patient remains ongoing on heartmate 3 left ventricular assist system, serial number (B)(6) , and no further events have been reported at this time. The heartmate 3 left ventricular assist system instructions for use lists bleeding, infection, cardiac arrhythmia, right heart failure, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Cardiac arrhythmia and infection are also listed as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is provided in the instructions for use, as well as instructions regarding preventing infection. The instructions for use also states: ¿right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ the relevant sections of the device history records were reviewed and showed no deviation from manufacturing or quality assurance specifications. The implant kit shipped on 23nov2020. The heartmate 3 left ventricular assist system instructions for use contains the following information: section 1 lists infection, bleeding, cardiac arrhythmia, right heart failure, and respiratory failure as adverse events that may be associated with the use of heartmate 3 left ventricular assist system. Section 6 lists cardiac arrhythmia and infection as potential late post-implant complications that may be associated with the use of heartmate 3 left ventricular assist system. Information regarding the recommended anticoagulation therapy and international normalized ratio range is also included in this section. This section also states: "right heart failure can occur following implantation of the pump. Right ventricular dysfunction, especially when combined with elevated pulmonary vascular resistance, may limit the effectiveness of the left ventricular assist system due to reduced filling of the pump.¿ care instructions regarding preventing infection are provided in various sections of this document. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The heartmate 3 lvas was implanted during the (B)(6) trial, ide# (B)(4). FDA approval for heartmate 3 lvas was received on 23 august 2017. The same device is used commercially and in the ongoing (B)(6) trial. The gtin unique device identifier for the commercial heartmate3 lvas is (B)(4).

Event description:
It was reported that the patient experienced cardiac arrhythmias. Patient had atrial fibrillation to 190¿s bpm and given lidocaine. They were shocked by their automatic implantable cardioverter defibrillator, (aicd) six times and electrophysiology (ep) changed parameters. The subject then had an emergent intubation for increased work of breathing and worsening hemodynamic. An ear, nose, and throat (ent) doctor was consulted for right epistaxis noted after intubation and no significant oropharyngeal bleeding was noted and an absorbable surgical was placed in the right nasal cavity for treatment. On (B)(6) 2021 positive blood culture pre implant as per progress notes 'likely contaminant' blood cultures were negative to date. Patient remained persistently febrile with worsening chest x-ray lungs and pleura: stable diffuse airspace opacities seen throughout both lungs with near complete opacification of the right lung. Likely small bilateral pleural effusions. There was no discernible pneumothorax respiratory culture on (B)(6) 2021. The respiratory culture with gram stain preliminary result of the gram stain report was less than 10 squamous epithelial low power field. There were no polymorphonuclear leukocytes observed and no organisms seen. The patient also had thrombocytopenia. On (B)(6) 2021 culture from (B)(6) 2021 grew 2nd organism aviridans group streptococci vancomycin started along with zosyn.